Event description:
It was reported that during a portacath placement procedure, a coating issue occurred. The target lesion was located in the right subclavian artery. This .035 x 260 straight zipwire hydrophilic guide wire was selected and during procedure it was noted that the coating was coming off the guide wire. The procedure was continued with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the vascular access was obtained via the left subclavian artery. The target vessel was non-calcified; however, moderate difficulty was noted during insertion. A needle introducer was used during the procedure. The zipwire was pulled back due to difficulties inserting. Upon the removal of the guide wire, it was noted that pieces of the coating were missing and that the pieces may have come off while the guide wire was being pulled through the introducer.

Manufacturer narrative:
Device evaluated by external manufacturer: the complaint device was returned for analysis and external manufacturing received the device reloaded into the wetted dispenser assembly. The device was easily removed from the dispenser and presented a 13cm region of exposed core wire due to 13.20cm of skive/cut damage to the polymer jack material located 7.40 to 20.60cm from the distal tip, consistent with manipulation within a needle or cannula with an apparent initiation site located 20.60cm from the distal tip. The skive/cut damage appears to present a proximal to distal orientation. The device coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the coating appears to be smooth and consistent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).